Manufacturer narrative:
The pipeline device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-12 mdrs related to this event: 2029214-2019-00011, 2029214-2019-00012. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex with shield did not open during a procedure. The patient was undergoing treatment of a previously-coiled recurring aneurysm. The aneurysm was in the communicating segment c7 of ica. It was unruptured only recurrent because of high inflow-zone so far. The anatomy was normal. The aneurysm was 3mm x 4 mm. The landing zone distally was 3.3 mm and proximal 4.8 mm. The devices were prepared and used per the instructions for use (IFU). The catheters were flushed continuously with heparinized saline. There was no damage to he devices prior to use. During the procedure, the pipeline opened distally but did not open in the middle-segment. Re-sheathing and re-deployment was attempted, but did not open the device. The device was removed. Ultimately, the procedure was completed using a new device. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex with shield was returned inside of a biohazard bag and a shipping box. The phenom catheter was not returned as it was discarded. When compared to the drawing: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (0.5866mm). The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. However, the middle section of the braid appeared to be fully opened with no damage. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the customer report of "failure to open at the middle section" and "resistance/stuck during delivery" could not be confirmed. The event cause could not be determined as the middle section of the returned pipeline flex shield braid appeared to be fully opened with no damage. In addition, the dista l and proximal ends of the braid fully opened and moderately frayed. However, the cause for damage could not be determined. Since the phenom catheter was not returned; therefore, any contribution of catheter to the "resistance/stuck" issue could not be determined. Possible contributing factor to the reported issues includes patient tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.